Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16528. Investigation is ongoing. H3 other text : not returned for evaluation.

Event description:
As reported, during a transfemoral tavr case involving the implant of a 26mm sapien 3 ultra valve within a failed 34mm corevalve evolut pro valve, the physician placed guide catheters, wires, and stents in the lca and rca to prevent coronary occlusion. The guide catheter was not removed from the lca. During deployment of the 26mm s3u valve the commander delivery system balloon came in contact with the guide catheter and pushed the valve ventricular. The s3u valve embolized into the left ventricle. The patient was taken to the or to have the valve removed and a surgical valve put in place. The patient was stable post procedure.

Manufacturer narrative:
Updated b.4, g.3, and h.2. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was received but was determined to be unrelated to the investigation. The IFU, device procedural manual, and valve-in-valve training manual supplement were reviewed. Device migration or malposition requiring intervention are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. During valve delivery, advance the catheter and use the flex wheel, if needed, to cross the valve or annuloplasty ring. Verify the orientation of the edwards logo to ensure proper articulation. The delivery system articulates in a direction opposite from the flush port. Disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Verify the correct position of the valve with respect to the target location. Before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin valve deployment by unlocking the inflation device provided by edwards lifesciences. Begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated, turn off the pacemaker. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The device interaction with the non-edwards device was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. In addition, a review of the DHR and lot history was unable to be performed as the device lot information was not provided. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials revealed no deficiencies. As per event description, ''during deployment of the 26mm s3u valve the commander delivery system balloon came in contact with the guide catheter and pushed the valve ventricular. The s3u valve embolized into the left ventricle''. It is possible that the guide catheter (a non-edwards device) interacted with the commander delivery system balloon, pushing the valve ventricularly, and ultimately causing it to embolize into the left ventricle, as reported. As such, available information suggests that procedural factors (interaction between guide catheter (non-ew device) and the commander delivery system balloon) may have contributed to the complaint event.